Event description:
A cartridge alarm was reported by the caller, indicating an issue with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The caller was instructed to and successfully loaded a new cartridge, allowing the resumption of insulin use.